Event description:
Additional information was received on (B)(6) 2012. The patient has been referred for surgery but it has not yet occurred. The patient's lead information was also obtained.

Event description:
It was reported by a company representative that high impedance was received at a follow-up appointment. The patient's device was programmed to 0 ma due to the reported high impedance and referred for x-rays. The nurse indicated the patient has a history of being assaulted and was reported to have been assaulted prior to the report of high impedance. X-rays were reviewed by a company representative who indicated a lead discontinuity was seen in the neck area. X-ray will not be provided to the manufacturer for additional review. At the moment full revision surgery is planned but has not been confirmed. At the moment good faith attempts to obtain further information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name, serial #; corrected data: additional information was received regarding the product information.